Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power, and evidence of moisture ingress was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed no evidence of pump reboots. During a visual inspection, no damage was found to the pump casing, and the battery cap secured properly to the pump. The pump was exercised for 24 hours with no duplicated loss of power. A leak test was performed and passed. The pump case was removed, and no evidence of moisture ingress was found. No defect was found.